Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad partially detached. There were no adverse consequences to the patient. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 02/03/2009. Device was not returned for eval.